Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest cgm value of 313 mg/dl for approximately two hours after eating dinner without a meal announcement while using an ilet system with a dexcom g7 and an inset infusion set on the abdomen; the agent guided a full supply change because insulin had just run out. Symptoms included no reported clinical symptoms. Outcomes included no reported medical intervention, no emergency care, and no hospitalization. Investigation included user interview and troubleshooting education regarding missed meal announcement and supply replacement. Investigation of this case revealed user-related use error due to a missed meal announcement and depleted insulin, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of device.